Manufacturer narrative:
(B)(6). Visual assessment found the depth limiter has been trimmed to the surgeons desired length. The needle has been dramatically bent on two planes. The trigger has been fully advanced and locked within the handle indicating a complete deployment. The suture/t construct was returned and t1 is missing. Functional assessment is prohibitive due to the bent needle. Due to these observations no root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).

Event description:
T1 pre-deployment during use. Implant was removed from the patient. A backup device was used to complete the procedure and no patient injury or complications were reported.